Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration). E1: e1 initial reporter state - ni e1: initial reporter zip code - ni.

Event description:
It was reported that a skin reaction was occurred. The sensor was inserted into the skin. Date of event is an approximation. On 05/02/2025, it was reported via social media post that a skin reaction occurred. He developed an infection and consulted a hcp on an unspecified date. No other symptoms, date of insertion, method of cleansing the site, or location were specified. The doctor prescribed an unspecified oral antibiotic. At a follow up appointment a week later the md noted the infection was gone but he had a mass at the site. No additional event or patient information is available.

Event description:
Subsequent to the initial MDR, additional information became available.

Manufacturer narrative:
D: primary UDI number - additional. H2: additional information.